Event description:
The user facility reported a 69-year-old female undergoing off pump coronary artery bypass was implanted with an impella 5.5 device for mechanical circulatory support. Immediately following the planned impella 5.5 explant, a stroke alert was initiated on the patient. An urgent computed tomography (CT) scan verified that an embolic stroke occurred post impella removal. The patient was taken to neurointerventional radiology for a mechanical thrombectomy to treat the condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. No product was returned. As this clinical information was not provided, the root cause of the stroke/cva could not be determined.